Manufacturer narrative:
Qn# (B)(4). Sample will not be returned for eval.

Event description:
It was reported that the nurse came into the pt's room and noticed the placed percutaneous sheath introducer (psi) had air in the line and was making a high pitch whistle. At which time, the clinician slowly pulled back on the syringe to prevent air from going into the pt and the psi was removed. A new psi was placed for the pt and increased monitoring was conducted. There was no delay in treatment and no pt death or complications reported.